Event description:
It was reported that during a laparoscopic appendectomy procedure the device was fired with a white load. The device fired fine with the cut line completed, but the staples were malformed. The surgeon used bovie to stop the quizzing of the staple line. Another device was used to complete case with a blue load. There was no patient consequence. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Articulation gear teeth the analysis showed that the (B)(4) device was received with the articulation mechanism damaged and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).